Event description:
It was reported that the speaker is faulty and there is no sound coming from the device. The device was not in use on a patient at the time of event, there was no patient involvement.